Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: it was reported that the side arm of a zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system was leaking. The side arm of the delivery system was leaking while being flushed with heparinized saline. The device was not used. Another like device was used to complete the procedure. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use device was returned to cook for evaluation. The sidearm was partially separated (jagged separation) from the captor valve at the point where the extension tube is attached to the captor valve. The captor valve was returned in the open position. The distal tip of the device, cannula, and dilator were curved. The stylet was not returned for investigation. A visual exam of the device confirmed the device was broken at the side arm and would leak. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one related non-conformance in which one device was scrapped. A complaint history search did not identify any other complaints for this lot for this failure mode. It should be noted that this device is supplied via a one-device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿the device was packaged with IFU t_zaaasz_rev4. The IFU includes the following, warning, precautions, and instructions for proper placement of the device. 9, how supplied: the product is sterile if the package is unopened and undamaged. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return not cook. Store in a cool, dry place. 10.2, inspection prior to use: inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. However, is it possible the device was damaged during shipping and/or storage of the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient underwent endovascular aortic repair (evar) on (B)(6) 2024. During the flushing of the zenith flex with spiral-z technology aaa endovascular graft iliac leg with heparinized saline, the side arm was leaking. Another device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.